Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge using external paddles. The complainant indicated that the device successfully discharged energy to the patient after several attempts. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the malfunction. Review of the device history log indicates that the end user attempted to discharge using the shock button on the front panel of the defibrillator. Per device labeling, while using external paddles the shock buttons on the paddles must be activated to deliver the energy. The device successfully discharged energy to the patient when the device was discharged by the paddle buttons later in the event. There is no evidence in the log to suggest a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.